Manufacturer narrative:
(B)(4). Implant date: 2007. Concomitant medical devices: 150460 - oss letson mod prox fmrl l 7cm - 809550; 150464 - oss 3cm diaphysel segment - unknown; unknown - magnum 52mm head - unknown. Visual examination of the provided photos confirm the taper adapter fractured. The device was not returned for further evaluation. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. X-rays were provided however they were not sent for further review as they would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial surgery. Subsequently, the patient was revised approximately 14 years later due to a fractured taper adapter. The only failed item was the compress adapter taper. There was no trauma reported. The surgical technique was utilized. There was no surgical delay. No further event information available at the time of this report.